Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was too superficial. Surgical intervention was undertaken on (B)(6) 2022 and the ipg pocket site was deepened.